Event description:
Revision surgery - due to the pt having a femur fracture sometime between the operating room and recovery. The surgeon thought how the pt was handled caused the fracture.

Manufacturer narrative:
The reason for this revision surgery was due to a fracture that occurred sometime between the primary surgery and recovery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause of the injury was reported to be due to the way the patient was handled while being moved from the operating room to the recovery room. There is no information reported that showed a material, design, or manufacturing problem with the product. Hospital kept.